Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported blood glucose value of 360 mg/dl and sensor glucose value of 260 mg/dl when hospitalized. The customer reported current blood glucose value of 444 mg/dl and current sensor glucose value of 301 mg/dl. The customer was treated with emergency room visit/emergency medical service dispatched/ambulance. Symptoms witnessed during the time of treatment: headache, nausea, vomiting. The event involved products mmt-1884, mmt-242, mmt-7040a and mmt-332a. Troubleshooting was partially performed and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode/smartguard feature was active at the time of the event. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-242. No product return is required for mmt-332a. No product return is required for mmt-7040a.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.